Event description:
It was reported that the micro reciprocating saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the motor assembly.